Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is alarming and shutting downas stated on the repair statement additional malfunction on this device: power switch no alarm.